Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery alarm, no low battery alarms or unexpected battery power loss noted during testing. Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 and 4 alarm confirmed in insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple error alarm. The customer¿s blood glucose was unknown. The customer performed self-test and hardware low level failure. The customer reported failed battery alarm. The insulin pump will not be returned for analysis.